Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer let the pump battery deplete and the pump turned off in the middle of the night due to insufficient battery power. Customer had elevated blood glucose levels (369 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support educated the customer on frequently charging the pump to avoid discharges.